Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that one day post-implant, decreased r-wave amplitude, increased capture threshold, and decreased pacing lead impedance were observed. The patient was asymptomatic. A micro-dislodgement was suspected. The patient will be checked at 2-month follow-up.

Event description:
New information received indicates that normal measurements were observed when the patient presented in-clinic for a follow-up. No action was take, and the patient will continue to be monitored.